Event description:
It was reported that the patient presented remotely for follow-up. Upon review, the right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition. Reprogramming was performed on (B)(6) 2021. Patient condition was stable post intervention.